Event description:
During index procedure the patient had two resolute integrity drug-eluting stent successfully deployed at a moderately calcified and tortuous lesion with 90% stenosis at the lad. Patient was taking off dapt due to broken bone after initial pci which caused stent thrombosis approximately 28 days post index procedure. The stent thrombosis was treated with pci. No clinical sequelae were reported.

Manufacturer narrative:
Results: broken bone needed surgery which required dapt cessation. This has resulted in the stent thrombosis. Device or procedural images not provided for review. Conclusions: broken bone needed surgery which required dapt cessation. This has resulted in the stent thrombosis. (B)(4).